Event description:
It was reported that the customer had a car accident a week ago and was hospitalized. The customer did not really know if the accident was diabetes related. The patient was walking on the pavement when a truck hit her. It was stated that the customer did not hear the truck right before the accident. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.